Manufacturer narrative:
The customer reported that the analyzer "got hot" and that "one of the batteries was melted". There were no allegations of patient/user harm. There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering. The evaluation determined that the batteries were inserted incorrectly. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got hot" and that "one of the batteries was melted". There were no allegations of patient/user harm. There were no allegations of incorrect results.